Manufacturer narrative:
Examination of the device indicated that is was the dilator of the device damaged and not a cracked guidewire tip. We received one ava 3xi kit with all components still inside for examination. The ava3xi package was received open. The reported event was confirmed although is not the guidewire that is damaged it was the dilator. Visual examination of the dilator tip found that the tip appears to be deformed. The returned 0.035¿ guidewire was passed down the dilator and the damaged tip did not affect the guidewire passage. The guidewire was received in good condition. The dilator was passed from the halkey roberts valve to the catheter tip and was found to pass freely. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to the damaged dilator.

Event description:
It was reported that the guide wire tip was cracked. The issue was noted before use. No patient complications were reported.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with evaluation results. A review of the manufacturing records indicated that the product met specifications upon release.